Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that there was an alert received for atrial intrinsic amplitudes being out of range. Occasional oversensing was observed on the presenting electrogram (egm). In addition, an episode from july 2024 showed possible ventricular under sensing. Further review was recommended. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that there was an alert received for atrial intrinsic amplitudes being out of range. Occasional oversensing was observed on the presenting electrogram (egm). In addition, an episode from (B)(6) 2024 showed possible ventricular under sensing. Further review was recommended. No adverse patient effects were reported. The device remains implanted.